Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included amitriptyline hydrochloride (amitriptylin) since (B)(6) 2017, hydrocodone since 2015, omeprazole since 2017, pantoprazole in 2016 and ranitidine hydrochloride (zantac) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 4 years 1 month after insertion of essure, the patient experienced the first episode of alopecia ("hair loss"), migraine ("migraines/ migraines"), constipation ("constipation/gastrointestinal problems"), dyspepsia ("digestive discomfort"), the second episode of alopecia ("hair loss"), mood altered ("hormonal changes- mood changes"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), personality change ("hormonal changes- hormonal changes including personality changes"), frustration tolerance decreased ("hormonal changes- hormonal changes including frustration"), loss of libido ("hormonal changes- hormonal changes including lack of libido"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2010, the patient experienced uterine cyst ("uterine cysts"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine pain ("uterus pain"), pain in extremity ("leg pain, hand pain"), back pain ("lower back pain"), weight decreased ("weight gain/ loss( specify which one): weight loss") and muscle spasms ("legs cramping"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea"), paraesthesia ("tingling hands") and depression ("depression"). On (B)(6) 2010, the patient experienced anaemia ("anemia"). In (B)(6) 2013, the patient experienced uterine leiomyoma ("fibroid"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), skin lesion ("bumps or lesions on feet and legs"), limb mass ("bumps or lesions on feet and legs") and weight increased ("weight gain"). The patient was treated with ferrous sulfate (ferrous sulphate), surgery (ablation) and surgery (essure removal). At the time of the report, the genital haemorrhage, pelvic pain, fatigue, migraine, abdominal pain and abdominal pain lower had not resolved and the menorrhagia, bladder disorder, urinary tract infection, dysmenorrhoea, constipation, dyspepsia, the last episode of alopecia, mood altered, headache, nausea, paraesthesia, skin lesion, limb mass, uterine cyst, vaginal discharge, weight increased, uterine leiomyoma, vaginal haemorrhage, anaemia, dyspareunia, uterine pain, pain in extremity, back pain, urinary tract disorder, personality change, frustration tolerance decreased, loss of libido, cystitis, vaginal infection, weight decreased and muscle spasms outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, bladder disorder, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, frustration tolerance decreased, genital haemorrhage, headache, limb mass, loss of libido, menorrhagia, migraine, mood altered, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic pain, personality change, skin lesion, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plantiff currently planning for essure removal, anticipated or scheduled date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporter information, concomitant disease and medications, treatment medication, event hormone level abnormal updated to mood altered, personality change, frustration tolerance decreased and loss of libido, new events cystitis, vaginal infection, weight decreased and muscle spasms added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of alopecia ("hair loss"), migraine ("migraines/ migraines"), constipation ("constipation"), dyspepsia ("digestive discomfort"), hormone level abnormal ("hormonal changes"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine pain ("uterus pain"), pain in extremity ("leg pain") and back pain ("lower back pain"). In july 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea"), paraesthesia ("tingling hands") and depression ("depression"). On (B)(6) 2010, the patient experienced anaemia ("anemia"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage and pelvic pain (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal problems"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of alopecia ("hair loss"), skin lesion ("bumps or lesions on feet and legs"), limb mass ("bumps or lesions on feet and legs"), uterine cyst ("uterine cysts"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), uterine leiomyoma ("fibroid") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation) and surgery (essure removal). At the time of the report, the genital haemorrhage, pelvic pain, fatigue, gastrointestinal disorder, migraine, abdominal pain and abdominal pain lower had not resolved and the bladder disorder, urinary tract infection, dysmenorrhoea, constipation, dyspepsia, the last episode of alopecia, hormone level abnormal, headache, nausea, paraesthesia, skin lesion, limb mass, uterine cyst, vaginal discharge, weight increased, uterine leiomyoma, vaginal haemorrhage, menorrhagia, anaemia, dyspareunia, uterine pain, pain in extremity, back pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, bladder disorder, constipation, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, limb mass, menorrhagia, migraine, nausea, pain in extremity, paraesthesia, pelvic pain, skin lesion, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plantiff currently planning for essure removal, anticipated or scheduled date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record received. Events per pfs: bladder problems, urinary problems/ urinary tract infection, dysmenorrhea (cramping), constipation, digestive discomfort, hair loss, hormonal changes, headaches, nausea, tingling hands, depression, bumps/lesions on feet and legs, uterine cysts, vaginal discharge, weight gain, fibroid, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anemia, dyspareunia (painful sexual intercourse), uterus pain, leg pain and lower back pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 638493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included amitriptyline hydrochloride (amitriptyline) since (B)(6) 2017, hydrocodone since 2015, omeprazole since 2017, pantoprazole in 2016 and ranitidine hydrochloride (zantac) since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In july 2009, 4 years 1 month after insertion of essure, the patient experienced the first episode of alopecia ("hair loss"), migraine ("migraines/ migraines"), constipation ("constipation/gastrointestinal problems"), dyspepsia ("digestive discomfort"), the second episode of alopecia ("hair loss"), mood altered ("hormonal changes- mood changes"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), personality change ("hormonal changes- hormonal changes including personality changes"), frustration tolerance decreased ("hormonal changes- hormonal changes including frustration"), loss of libido ("hormonal changes- hormonal changes including lack of libido"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). In july 2009, the patient experienced urinary tract infection ("urinary tract infection"). In january 2010, the patient experienced uterine cyst ("uterine cysts"). In june 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine pain ("uterus pain"), pain in extremity ("leg pain, hand pain"), back pain ("lower back pain"), weight decreased ("weight gain/ loss( specify which one): weight loss") and muscle spasms ("legs cramping"). In july 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea"), paraesthesia ("tingling hands") and depression ("depression"). On (B)(6) 2010, the patient experienced anaemia ("anemia"). In may 2013, the patient experienced uterine leiomyoma ("fibroid"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), skin lesion ("bumps or lesions on feet and legs"), limb mass ("bumps or lesions on feet and legs") and weight increased ("weight gain"). The patient was treated with ferrous sulfate (ferrous sulphate), surgery (essure removal,essure removal, anticipated or scheduled date apr-2018.) And surgery (ablation). At the time of the report, the pelvic pain, genital haemorrhage, fatigue, migraine, abdominal pain and abdominal pain lower had not resolved and the menorrhagia, bladder disorder, urinary tract infection, dysmenorrhoea, constipation, dyspepsia, the last episode of alopecia, mood altered, headache, nausea, paraesthesia, skin lesion, limb mass, uterine cyst, vaginal discharge, weight increased, uterine leiomyoma, vaginal haemorrhage, anaemia, dyspareunia, uterine pain, pain in extremity, back pain, urinary tract disorder, personality change, frustration tolerance decreased, loss of libido, cystitis, vaginal infection, weight decreased and muscle spasms outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, bladder disorder, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, frustration tolerance decreased, genital haemorrhage, headache, limb mass, loss of libido, menorrhagia, migraine, mood altered, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic pain, personality change, skin lesion, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff currently planning for essure removal, anticipated or scheduled date apr-2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problems"), alopecia ("hair loss"), migraine ("migraines"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, fatigue, gastrointestinal disorder, alopecia, migraine, abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, fatigue, gastrointestinal disorder, genital haemorrhage, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.